Manufacturer narrative:
(B)(4). Erroneously omitted additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty air in line printed circuit board. The air in line printed circuit board has been replaced to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 814:04 occurred. There was no patient involvement. The event occurred upon power up in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.